Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. The device was also at elective replacement indicator (eri) a couple of weeks ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement and hcp confirmed that patient was scheduled for device changed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted and replaced with a new device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. The device was also at elective replacement indicator (eri) a couple of weeks ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement and hcp confirmed that patient was scheduled for device changed. To date, this device remains in service. No adverse patient effects were reported.